Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had no electrode in the sensor and electrode did not remain in the body. Customer's blood glucose was unknown. Customer stated that sensor glucose not available all the time and when he removed sensor and he noticed that the damage. Customer troubleshooting was not performed. The sensor will not be returned for analysis.